Event description:
It was reported that the ilet touchscreen became unresponsive. In response, a new ilet will be shipped to the customer, and they will revert to long-acting insulin in the meantime. The customer's blood glucose was not affected. There were not any other adverse outcomes.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.